Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's physician reported via phone call that the customer's insulin pump had alarmed no delivery. In addition, during troubleshooting for high blood glucose it was mentioned that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 500mg/dl. The customer's physician reported that the customer's insulin pump alarmed no delivery even after infusion set change. The customer was in the hospital for diabetic ketoacidosis. The customer was treated with insulin drip and IV. The customer was not wearing the insulin pump during the hospitalization but for only less than 48 hours. The drive support cap appeared normal. Troubleshooting to check for leaks or air bubbles, insulin site issues and insulin pump programming were declined. Customer's physician stated that they already knew what was going on. The insulin pump will be returned for analysis.